Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Diabetes educator reported via phone call that the customer was in the hospital the week before. Cause of hospitalization is unknown. The customer was trying to reconnect the insulin pump and the device was overheating and would not turn on. Blood glucose value was 140 mg/dl. It was indicated that no damage on the battery compartment, battery cap or battery was found. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with blank display anomaly due to moisture damage electronics assembly. Unable to performed pump trace download and carelink download due to blank display. Unable to performed the functional testing including the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and the displacement accuracy test due to blank display. Unable to verify device for overheating anomalies due to blank display.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.